Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis and a high blood glucose between 400 mg/dl and 500 mg/dl. The patient stated that she felt like crap, had tightness in her chest, and experienced lethargy. She also mentioned that her meals were not sitting right with her and believed that it was a stomach bug prior to the hospitalization. She was treated with an IV drip and discharged from the hospital the next day. Troubleshooting was initiated to inspect the insulin pump. The customer noted that the up button was hard to press and sometimes unresponsive. The customer did not recall any significant events leading to the keypad issue. The customer was advised to discontinue use of the pump and continue to treat with her medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.